Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset), exposure.

Event description:
Healthcare professional reported left side "implant exposure, peri-prosthetic infection." Device has been explanted.

Manufacturer narrative:
Further investigation results: review of sterilization and seal strength records related to work order 3332260 did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable . Other records reviewed: environmental monitoring results for (april 2019), and bioburden monitoring results for (april 2019). Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Healthcare professional reported left side "implant exposure, peri-prosthetic infection." Device has been explanted.